Event description:
The surgeon inserted an icm125v4 12.mm implantable collamer lens on (B)(6) 2011 and the lens was removed on (B)(6) 2011 due to excessive vault. Elevated iop was noted. The lens was exchanged for a shorter length and this resolved the problem.

Manufacturer narrative:
Surgical procedure. Intraocular pressure rise, (iopr). Lens, vaulting,excessive. (B)(4).